Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Customer reported that a shunt was not draining. No sample was returned, therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been no other complaints for the lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify, since the shunt was not returned for investigation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported a glaucoma filtration device that was not draining.additional information was requested.